Manufacturer narrative:
The field service engineer (fse) assessed the distribution valve (dv) and noted it was not initiating correctly. The fse replaced the dv and verified system operation. The fse then examined the latron control and noted the coefficient of variation (cv) was elevated and values drifted. The fse performed system shutdown, cleaned the flowcell, and performed another latron control; the fse noted the cvs continued to be elevated. The fse performed flowcell alignment and was unable to get a steady setup. The fse replaced the flowcell and noted the computer continued locking out repeatedly. The fse turned off the laboratory information system (lis) system and restarted the computer. The fse verified system setup and noted all test results were acceptable. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware. The dv system error was due to a faulty distribution board. The latron control was due to a faulty flowcell. And system restart resolved the lis system issue. (B)(4).

Event description:
The affiliate stated the customer reported dv did not sense home system errors and the distribution valve was making a loud grinding noise involving the unicel dxh 800 coulter cellular analysis system. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.